Manufacturer narrative:
Device code: (B)(4) is also applicable to this event. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n308854015, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 21-oct-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication (type of drug could not be obtained; not documented) via an implanted pump for an unknown indication. It was reported the catheter was not working and the event/difficulty occurred on (B)(6) 2018 during a procedure. A partial explant occurred on (B)(6) 2018 and they took out and replaced the pump segment and the spinal segment was left in. The pump segment would not be returned as the customer discarded. There were no signs or symptoms the patient experienced related to the issue. The catheter was not connected anymore and actions/interventions taken to resolve the issue included a new catheter. The issue was resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ the patient¿s weight and medical history were ¿asked but unknown.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the catheter was disconnected from the pump. It was reported, "plastic casing with metal was encased in scar." The cause of the catheter disconnection was not determined and the patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated or expected.